Event description:
Our distributor in another country, reported that one of the white secondary float legs on the mr290 autofeed humidification chamber was too short. This was detected during an inward goods quality inspection. No pt consequence was reported.

Manufacturer narrative:
The device was not returned to the MFR. An investigation was carried out based on a photograph sent by the distributor. Results: the secondary float leg appeared too short. In the photograph, the float leg did not touch the chamber base. Conclusion: the legs of the port caps hold the primary and secondary floats to the chamber base, securing them during transport and are removed on setup. It is likely that incomplete insertion of the port caps caused the secondary float legs not to be pushed completely to the humidifier base. This may have caused them to appear too short. Port caps are inserted on two different production lines either partly or completely by hand. It is likely that this event was a result of operator error. There was one other similar complaint for this lot number. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0001%.